Manufacturer narrative:
(B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the metal strip of comb on side was twisted. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that the metal strip of the comb on the side was twisted. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was march 2, 2017 where it was reported that the device needed routine maintenance and the roller, worn bushings, worn side plates, damaged comb, damaged hardware, and gears were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by on august 17, 2017 revealed that the comb and roller were damaged. No ratchet or cutters were returned for evaluation. The calibration was not able to be measured and the test cut was not able to be taken due to the damaged comb. Repair of the skin graft mesher was performed by zimmer biomet surgical on august 17, 2017 which included replacement of the roller and damaged comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the metal strip of the comb on the side was twisted¿ was confirmed since during initial inspection the comb and roller were damaged. The root cause of the metal strip of the comb being twisted cannot be specifically determined with the provided information. The issue was resolved with the replaced the roller and damaged comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
Initial inspection revealed that the comb and roller were damaged.